Event description:
Complainant alleged that while defibrillating a patient in cardiac arrest, (age & gender unknown) the patient had received ten successful deliveries of energy, however on the eleventh attempt to discharge energy, the device displayed "defib fault 72", pacer fault 116", "defib disabled" and "pacer disabled" messages. Subsequent to the event, the device failed to power up in battery power. Complainant indicated that the clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction